Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high undefined defibrillation lead impedance and had erratic defibrillation impedance readings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 419688 lead implanted: (B)(6) 2013, 4088 lead, 1688tc lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.